Event description:
The customer alleged that she received high control test results using her 2 contour meters. She performed 2 control tests while troubleshooting and received results of 495 and 481 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacements test strips were sent to the customer.